Event description:
Patient reported rupture diagnosed by ultrasound as well as the following symptoms "lead poisoning, daily tiredness, lack of concentration and slight memory problems, digestive problems, joint pain/back and neck pain, frequent urge to urinate, also at night, blurred vision, sudden food intolerance and increasing pain in the left breast, especially when lying down. The implant slips completely under the armpit. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: deformation device observed on the device. Red biological tissue observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported rupture diagnosed by ultrasound as well as the following symptoms "lead poisoning, daily tiredness, lack of concentration and slight memory problems, digestive problems, joint pain/back and neck pain, frequent urge to urinate, also at night, blurred vision, sudden food intolerance and increasing pain in the left breast, especially when lying down. The implant slips completely under the armpit, deforms, large collection of fluid around the implant¿. Biopsy performed confirming no evidence of alcl. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "large collection of fluid around the implant ". The device has been explanted.